Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was further described as "it was suspected that their cat might have contaminated their treatment set up. The patient reported that a few days before their pain started, their cat was found in their room playing with the drain line tubing." On the same day as the event onset, the patient was treated with vancomycin (2,g intraperitoneal, 2 times per week, for 20 days), cipro (500mg, oral twice daily) and nystatin 5ml suspension (swish and swallow, four times daily) for peritonitis. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.